Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot m144 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot m144 shows no trends. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trends were detected for these complaint category. An investigation was completed based on the complaint description and customer provided photographs. The complaint kit and smart card were not returned for evaluation. Review of the customer provided photograph confirms the reported centrifuge bowl break. Further review of the photographs shows the centrifuge bowl appears to have dislodged out of the bowl holder and impacted the centrifuge chamber wall. A known cause for the centrifuge bowl to dislodge out of the bowl holder is due to the centrifuge bowl not properly locked into the bowl holder during installation of the kit by the end user. A material trace of the bowl assembly and its components used to build lot m144 found no related non-conformances. The device history record (DHR) review did not identify any related non-conformances, deviations, or equipment maintenance events. This lot passed all lot release testing. The root cause of the centrifuge bowl break is most likely due to the centrifuge bowl not being secured into the bowl holder during installation of the kit by the end user. No further action is required at this time. This investigation is now complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report they experienced a centrifuge bowl leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported the centrifuge bowl broke during a blood prime. The customer aborted the ecp treatment. No patient was connected at the time of the bowl break. The kit return was requested; however, the kit had been discarded. The customer returned photographs for investigation.